Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. The customer restarted the device but got an 808b error. The false alarm has been stopped by replacing the canister and the 808b error message was resolved by restarting the device. When the sales rep visited the hospital, it was working fine, but replaced the device to remove concerns. There was no patient harm. There was a one hour delay while the backup was being delivered to the hospital. It is unknown if treatment was stopped during the delay.

Manufacturer narrative:
The device used in treatment has been returned for evaluation. A visual inspection found no defects, the functional evaluation did not establish a relationship between the reported complaint and the device. The device was tested and performed within expected parameters. Complaint history for the reported failure, false alarm has been reviewed and shown that in the previous four years there have been further instances reported. These instances are being monitored to determine if additional corrective or preventative actions are required. This investigation has now been closed and recorded as no fault found. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. In parallel we continue to monitor for any adverse trends relating to this product range. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.